Event description:
Information was received indicating that a pump was exhibiting no disposable alarms, not detecting the cassettes, when a smiths medical, cadd medication cassette was attached. It was reported the end user changed to a new cassette, which resolved the alarming. No adverse patient effects were reported. No additional information is available at this time.